Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, a device investigation is necessary to determine a root cause. Re-implantation is considered but no date has been scheduled yet.

Event description:
It was reported that the activation of the concerned left side device had to be postponed. Re-implantation is considered. Despite several request, no further detail about re-implantation has been provided.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
After bilateral implantation, the activation of the concerned left side device had to be postponed; in situ testing showed affected channels. No issues with the contralateral device were observed and the user was successfully activated on that side with good neural responses. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the activation of the concerned left side device had to be postponed.